Event description:
Patient reported left side "lumps." Additionally, the patient reported they have suffered a stroke, their "blood has been clotting," and they feel they are having an "allergic reaction to the silicone", determined to be not device related. Healthcare professional later reported capsular contracture baker grade IV and left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified, weight to the spec, crease flat, and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings were observed on the device. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.